Manufacturer narrative:
Product complaint # pc-000527582sent to the FDA: 10/9/2019corrected: d3, g1, g2additional information: d10h3 evaluation:twelve unopened samples of product code w8704 lot # mmb952 were returned for analysis. During the visual inspection of twelve unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. The reported complaint could not be replicated.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture and needle easily separated. There were no adverse patient consequences reported. No additional information was provided.